Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, while removing the force bipolar instrument, the instrument would get caught in the cannula. The procedure was completing as planned with no reported injury. An attempt has been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure log showed the force bipolar was last used on (B)(6) 2022 in an inguinal hernia ¿ bilateral procedure performed on system (B)(4). The instrument had five uses remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula likely due to the dislodged jaws. Jaw dislodgment could result in the tips being stuck and unable to be opened with mtm activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, h10 an intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not replicate nor confirm the customer reported complaint. Fa found the primary finding of cannot verify external event to be related to the customer reported complaint. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. The instrument was removed without any issues. There was no problem detected.

Event description:
Refer to h10/h11 for follow-up information.